Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date - not applicable the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) sprung out of the pre-loaded inserter into the patient's eye, causing the implant to deliver upside down. Additional information was received and it was learnt that during the quick unfolding into the eye, one or both haptics came into contact with the endothelium. The lens was not removed and the physician noted, that given the power on both sides of iol are roughly equivalent, he did not risk flipping the lens over to right side it up. The patient has done fine post op with some mild post-op edema which has since resolved. The physician also noted he has not had this problem before with the preloaded iol.

Manufacturer narrative:
The pcb00 device was discarded by the customer and the intraocular lens (iol) to date remains implanted in the patient's eye. Therefore product testing could be performed and the customer's reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.